Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the connector pin of the right ventricular (rv) lead was noted broken. The rv lead was not used and replaced. The patient was in stable condition.